Event description:
This complaint was created due to the receipt of a medsun report (B)(4) received on 24may23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-201a, vcare 200a - medium. This was reported as a product problem not an adverse event. The report states that on (B)(6) 2023 ¿when the surgeon tried to pull the uterus out with the v care, the v care broke into 4 pieces. The surgeon then removed the 4 pieces out of the patient and used a tenaculum to remove the uterus.¿ there was injury or impact to the patient or user. After further assessment it was found that the procedure was completed and there was no delay. The current status of the patient is "no harm to the patient". There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 123 reports, regarding 146 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medsun report ((B)(4)) received on 24may23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 60-6085-201a, vcare 200a - medium. This was reported as a product problem not an adverse event. The report states that on (B)(6) 2023 ¿when the surgeon tried to pull the uterus out with the v care, the v care broke into 4 pieces. The surgeon then removed the 4 pieces out of the patient and used a tenaculum to remove the uterus.¿ there was injury or impact to the patient or user. After further assessment it was found that the procedure was completed and there was no delay. The current status of the patient is "no harm to the patient". There was no medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.